Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds and did not return. Customer states display did not return after insulin pump restart. The customer to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.